Manufacturer narrative:
The exposed portion of the soft cannula was observed to be flattened and stretched which caused the soft cannula to measure out of specification, 27.43 mm in length. During the investigation, this damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown. No other damages or defects were found with the device. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels increased to approximately 19 mmol/l (342 mg/dl) after approximately 49 to 71 hours of wear. It was further noted that insulin leakage was observed during wear. The patient applied a new pod and successfully resumed therapy. The device was returned for investigation, and a damaged cannula was identified.